Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device along with an endurant stent graft system which was implanted in the patient for the endovascular treatment of a 74*76mm abdominal aortic aneurysm. It was reported during the index procedure after the endurant stent graft system and 6 endoanchors were implanted a type ia endoleak was observed. The physician elected to implant an aortic cuff and a further 3 more endoanchors however at the end of the procedure there was still a small type ia endoleak. As per the physician, the cause of the event is anatomy related. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
Films review summary: the exact cause of the reported proximal type ia endoleak occurring during implant of the endurant stent graft system and endoanchors could not be determined from the pre-implant films provided. Images during implant and post-implant were not available for review, and the endoleak could not be assessed. Pre-implant CT¿s confirmed that the patient had a short 10mm length), conical-shaped, and moderately angulated neck, all of which may have contributed to the proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.